Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4181641; medical device expiration date: 09/30/2019; device manufacture date: 6/1/2014; (B)(4). Medical device lot #: 4181640; medical device expiration date: 09/30/2019; device manufacture date: 6/1/2014; (B)(4). Assembly batch 4218694 was used in the production of both of these batches. There were 51 visual inspections performed on (B)(4) parts with zero defects noted. Based on the defect description, this is most likely an epoxy splatter on the cannula. Cleaning was performed six times during the production of this batch. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
White foreign matter was observed on the 19 g bd¿ 5 micron filter needle before use. There was no report of injury or medical interventions.